Event description:
A patient had issues with inserting the test strip into the test port. Patient stated that the end of the black part of the strip would curl up backwards. Patient would have to try about 4 test stirps before the next one worked. Patient was feeling shaky and when able to test on the meter, patient got a reading of 2.0 mmol/l, which matched the symptoms. Patient had a fruit bar and felt better. Patient did not seek any medical intervention or treatment. Pt currently has no problems with the new test strips patient is using. This case is reported as a test strip malfunction. No further information has been reported.